Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump was monitored for several days and no weak battery alert, off no power, or battery out limit alarm was noted. The insulin pump passed the self test and the reset error test. No error alarms were noted during testing. However, alarms were found in the history due to a corrupted history file. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they needed assistance with programming the pump. Customer's blood glucose was 123 mg/dl. Customer stated that the pump was stored or not in use for an extended period of time. Customer has several alarms including an unexpected restart, external ram error, displayable history check failed on startup, off no power, and a bad battery alert. Insulin pump will be replaced since the customer received a displayable history check failed on startup 3 times. Customer's wife got stuck in the rewind sequence. Customer's wife was assisted with the priming process. Customer had an unexpected restart and the off no power alarm came up. Customer's pump will be replaced due to these issues.